Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the stopper popped out of the bd vacutainer® sst¿ blood collection tube after use, splattering blood "everywhere". The blood made contact with the employee's face and scrubs, and tests were undergone to ensure there was no exposure to diseases. The event of the stopper popping out of the tube occurred on 2 separate occasions, with one incident from lot# 9172629, and one from an unspecified lot; however, the dates and/or patient information for these occurrences are unknown. The following information was provided by the initial reporter: "the caller stated after the employee was finished drawing blood, they placed the tubes on the counter and attached a label to the tube. The top of the tube then popped off and splattered blood everywhere. They stated the employee was exposed to the blood on their face and their scrubs. The employee underwent blood tests to enure they were not exposed to any diseases."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9172629. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-21 . Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper popped out of the bd vacutainer® sst¿ blood collection tube after use, splattering blood "everywhere". The blood made contact with the employee's face and scrubs, and tests were undergone to ensure there was no exposure to diseases. The event of the stopper popping out of the tube occurred on 2 separate occasions, with one incident from lot# 9172629, and one from an unspecified lot; however, the dates and/or patient information for these occurrences are unknown. The following information was provided by the initial reporter: "the caller stated after the employee was finished drawing blood, they placed the tubes on the counter and attached a label to the tube. The top of the tube then popped off and splattered blood everywhere. They stated the employee was exposed to the blood on their face and their scrubs. The employee underwent blood tests to enure they were not exposed to any diseases."